Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the hospital clinic of barcelona that the subject from the user evaluation study reports repeated power error detected alarms. It was stated that the customer experienced the first power error was on (B)(6) 2014. The customer replaced the battery for a fresh energizer aa alkaline battery, but after a couple of hours the same alarm was displayed. The customer's blood glucose was 120 mg/dl. Advised patients that the insulin pump has to be replaced and to revert to their back-up plan. No further information was reported.